Event description:
The reporter stated that reporter did meter to lab comparison test. The tests were done back to back. Reporter meter result was 103 mg/dl (capillary), and the lab test (venous) result was 76mg/dl. Reporter did not have any symptoms. No harm was alleged.